Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 492 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error and the customer's blood glucose was 492 mg/dl. Customer treated with manual injection. Customer's parent reported that customer woke up with a blood glucose of 51 mg/dl due to manual injection treatment. The customer¿s parent stated that the drive support cap was loose and there was blood in the infusion set cannula. No high or low blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.